Event description:
C-cc-gw - guidewire passage difficult/damaged or out of spec; guidewire did not pass through the pa distal lumen. There were no patient complications. Device returned and evaluated.

Manufacturer narrative:
Customer report was confirmed. A laboratory 0.016" stylet wire was stopped at the tip of the catheter, under the proximal balloon bond, when inserted through the distal hub. Compatible guidewire diameter (in) for the distal lumen is 0.018 per specification sheet. Cut down of the catheter body found a clear material inside the distal lumen where the stylet wire was stopped. Material sent to chemistry laboratory for identification.

Manufacturer narrative:
Chemistry analysis received 07/14/2009 : a small piece of the clear material was analyzed by microscope ft-ir. The ir spectrum of the clear material showed similar absorption characteristics when comparing to cyanoacrylate like material. A second piece of the clear material was analyzed by microscope ft-ir. The ir spectrum of the second piece of clear material showed similar absorption characteristic when comparing to pvc like material. Used a razor blade to remove a piece of catheter body for ir analysis by atr accessory. The ir spectrum of the catheter body showed similar absorption characteristic when comparing to polyurethane like material.